Manufacturer narrative:
Returned device was received in good physical condition but the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. The speaker was replaced as a preventive measure but no fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a bad main board. There were no reported adverse events.